Event description:
The facility initially reported that an error code occurred during set up indicating that the phaco handpiece was not working. They tried another handpiece and proceeded with the procedure. The facility reported they quarantined the system, and contacted ecri to check the system. There was a posterior capsule tear. Additional information received from the customer on 05/24/2007 stated there was no posterior capsule tear. During the procedure, the handpiece did not perform any oscillatory functions, and the phacoemulsification at the tip appeared to be minimal. A second handpiece was attached and the same problems were observed. The doctor proceeded with the procedure with intermittent phacoemulsification function. Subsequently, the phacoemulsification ceased, and the nucleus was pushed posteriorly and dropped into the vitreous cavity. The incision was enlarged to accommodate a sideport. The doctor attempted to perform an anterior vitrectomy with the instrument; the machine indicated that the vacuum function was working, but only the cutting function was present. A minimal manual anterior vitrectomy was performed to facilitate wound closure. The vitrectomy machine (same infiniti system) was unable to assist in performing a peripheral iridotomy; a manual peripheral iridotomy was performed. A collagen shield saturated with vigamox and pilocarpine was applied. Tobramycin and decadron were given subconjunctivally and subtenons. The doctor also complained of poor vacuum during the case. The patient tolerated the procedures well and left the operating room in good condition. Additional information has been requested.

Manufacturer narrative:
The company service rep examined the system and two handpieces; all testing met specifications. No error codes or advisories were observed.